Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ painful period"), abdominal pain lower ("severe abdominal cramping") and type 2 diabetes mellitus ("type 2 diabetes") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy and acetaminophen increased. Concurrent conditions included neck pain, difficulty sleeping, hypothyroidism, fibromyalgia, hypercholesterolemia, spinal osteoarthritis, cervical radiculopathy, myofascial pain syndrome, intervertebral disc degeneration, back pain, c-section, diabetes, night sweats, arthritis since 2008, anxiety since 2008, depression since 2008, hypoglycemia since 1979 and neuromyopathy since 2011. Concomitant products included buspirone and fluvoxamine maleate (luvox) for anxiety, alprazolam (xanax) and citalopram hydrobromide (celexa) for depression as well as celecoxib (celebrex) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 1 day after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("skin conditions"), urinary tract infection ("urinary tract infection"), haematuria ("hematuria"), dysuria ("dysuria") and menstruation irregular ("irregular periods"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("severe lower back pain"), arthralgia ("severe joint pain"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism"), hypoglycaemia ("hypoglycemia"), intervertebral disc degeneration ("degenerative disc disease") and pain in extremity ("thigh pain"). The patient was treated with surgery (laparoscopically bilateral salpingectomy with removal of essure coil), surgery (laparoscopically bilateral salpingectomy with removal of essure coil) and surgery (underwent a bilateral salpingectomy/tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, abdominal pain lower, type 2 diabetes mellitus, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, depression, anxiety, rash, pruritus, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia, intervertebral disc degeneration, vaginal haemorrhage, skin disorder, pain in extremity, urinary tract infection, dysuria, weight increased and menstruation irregular outcome was unknown, the back pain had not resolved and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dysuria, fatigue, haematuria, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, pruritus, rash, skin disorder, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Discrepancy noted in essure explant date ((B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion; in (B)(6) 2007: confirming full occlusion of fallopian tubes. (B)(6) 2008: hysterosalpingogram impression: satisfactory hysterosalpingogram demonstrating complete occlusion of both fallopian tubes by essure devices. The patient tolerated the procedure very well. Most recent follow-up information incorporated above includes: on 12-oct-2018: new pfs received- new event irregular menses was added. Outcome of event back pain from unknown to not recovered/not resolved was updated. Event dysmenorrhea (cramping)/ painful period was changed other event to incident event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe abdominal cramping") and type 2 diabetes mellitus ("type 2 diabetes") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy and acetaminophen increased. Concurrent conditions included neck pain, difficulty sleeping, hypothyroidism, fibromyalgia, hypercholesterolemia, spinal osteoarthritis, cervical radiculopathy, myofascial pain syndrome, intervertebral disc degeneration, back pain, c-section, diabetes, night sweats, arthritis since 2008, anxiety since 2008, depression since 2008, hypoglycemia since 1979 and neuromuscular disorder nos since 2011. Concomitant products included buspirone and fluvoxamine maleate (luvox) for anxiety, alprazolam (xanax) and citalopram hydrobromide (celexa) for depression as well as celecoxib (celebrex) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 1 day after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("skin conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("urinary tract infection"), haematuria ("hematuria") and dysuria ("dysuria"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In january 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("severe lower back pain"), arthralgia ("severe joint pain"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism"), hypoglycaemia ("hypoglycemia"), intervertebral disc degeneration ("degenerative disc disease") and pain in extremity ("thigh pain"). The patient was treated with surgery (laparoscopically bilateral salpingectomy) and surgery (underwent a bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, type 2 diabetes mellitus, back pain, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, depression, anxiety, rash, pruritus, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia, intervertebral disc degeneration, vaginal haemorrhage, skin disorder, dysmenorrhoea, pain in extremity, urinary tract infection, dysuria and weight increased outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dysuria, fatigue, haematuria, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, pain in extremity, pelvic pain, pruritus, rash, skin disorder, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Discrepancy noted in essure explant date (B)(6) 2016 and (B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; in november 2007: confirming full occlusion of fallopian tubes (B)(6) 2008: hysterosalpingogram impression: satisfactory hysterosalpingogram demonstrating complete occlusion of both fallopian tubes by essure devices. The patient tolerated the procedure very well. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: urinary tract infection, hematuria, dysuria and weight gain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe abdominal cramping") and type 2 diabetes mellitus ("type 2 diabetes") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included drug allergy and acetaminophen. Concurrent conditions included neck pain, difficulty sleeping, hypothyroidism, fibromyalgia, hypercholesterolemia, spinal osteoarthritis, cervical radiculopathy, myofascial pain syndrome, intervertebral disc degeneration, back pain, c-section, diabetes and night sweats. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 4 months 1 day after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("skin conditions") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("severe lower back pain"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism"), hypoglycaemia ("hypoglycemia"), intervertebral disc degeneration ("degenerative disc disease") and pain in extremity ("thigh pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, type 2 diabetes mellitus, back pain, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, depression, anxiety, rash, pruritus, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia, intervertebral disc degeneration, vaginal haemorrhage, skin disorder, dysmenorrhoea and pain in extremity outcome was unknown and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, dysmenorrhoea, fatigue, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, pain in extremity, pelvic pain, pruritus, rash, skin disorder, type 2 diabetes mellitus, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes (B)(6) 2008: hysterosalpingogram impression: satisfactory hysterosalpingogram demonstrating complete occlusion of both fallopian tubes by essure devices. The patient tolerated the procedure very well. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Essure model changed to ess205. Events pain in extremity, pelvic pain, dysmenorrhoea, skin disorder, vaginal haemorrhage were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), dysmenorrhoea ('dysmenorrhea (cramping)/ painful period') and abdominal pain lower ('severe abdominal cramping') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acetaminophen increased, pain in arm, vitamin deficiency, paraesthesia, allergy to nuts, vulval swelling, bartholin's cyst, fungal infection, depression, premenstrual syndrome, fatigue, hypoglycemia, generalised rash, muscle strain, diverticulitis, uti, hematuria, penicillin allergy, cervicalgia and obstructive sleep apnea syndrome. Previously administered products included for an unreported indication: mirena. Concurrent conditions included neuromyopathy since 2011, arthritis since 2008, anxiety since 2008, depression since 2008, hypoglycemia since 1979, neck pain, drug allergy, difficulty sleeping, hypothyroidism, fibromyalgia, hypercholesterolemia, spinal osteoarthritis, cervical radiculopathy, myofascial pain syndrome, intervertebral disc degeneration, back pain, c-section, diabetes, night sweats, somatic symptom disorder, schizophrenia, fibromyalgia, cervical disc degeneration, carpal tunnel syndrome, myalgia, penicillin allergy, drug allergy, sleep apnea, drug allergy, shortness of breath, hallucinations, gi upset, vitamin d deficiency, memory loss, snoring, visual impairment, swollen joints, disorder speech, polyarthralgia, cognitive disorder, joint stiffness, muscular weakness, neuropathy, myositis-like syndrome, cervical spondylosis, radiculopathy, muscle spasm, myofascial pain syndrome, malignant neoplasm of cervix uteri, shoulder pain (bilateral shoulder pain), drug allergy, drug allergy, allergic reaction to analgesics, drug allergy, fruit allergy, abdominal pain lower, bloating, diarrhea, anxiety, gastric ulcer, hypothyroidism, neck pain, raynaud's phenomenon, fibromyalgia, somatoform disorder and abdominal bloating. Concomitant products included buspirone and fluvoxamine maleate (luvox) for anxiety, alprazolam (xanax) for depression as well as celecoxib (celebrex), escitalopram oxalate (lexapro) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("skin conditions"), urinary tract infection ("urinary tract infection"), haematuria ("hematuria"), dysuria ("dysuria") and menstruation irregular ("irregular periods"), 4 months 1 day after insertion of essure (ess205). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus ("type 2 diabetes"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/pain wraps around my hips"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism"), hypoglycaemia ("hypoglycemia"), intervertebral disc degeneration ("degenerative disc disease"), pain in extremity ("thigh pain") and headache ("headache"). The patient was treated with surgery (laparoscopically bilateral salpingectomy with removal of essure coil and underwent a bilateral salpingectomy/tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, abdominal pain lower, type 2 diabetes mellitus, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, depression, anxiety, rash, pruritus, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia, intervertebral disc degeneration, vaginal haemorrhage, skin disorder, pain in extremity, urinary tract infection, dysuria, weight increased, menstruation irregular and headache outcome was unknown, the back pain had not resolved and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dysuria, fatigue, haematuria, headache, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, pruritus, rash, skin disorder, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Discrepancy noted in essure explant date ((B)(6) 2016 and (B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: confirming full occlusion of fallopian tubes; on (B)(6) 2008: results: total bilateral occlusion ,satisfactory hysterosalpingogram demonstrating complete occlusion of both fallopian tubes by essure devices. The patient tolerated the procedure very well.. Ophthalmological examination - on an unknown date: female presents for evaluation of a diabetic eye exam in the right eye and left eye. Patient unsure of last a 1 c. She has been experiencing. Pathology test - on (B)(6) 2016: fallopian tube, right, with essure coil, salpingectomy: fallopian tube with intraluminal metallic coil, intraluminal fibrosis, foreign body-type reaction and scant pigmented foreign material in the proximal portion. Benign epithelial inclusion cysts. Separate metallic coil identified grossly. No malignancy identified. Fallopian tube, left, with essure coil, salpingectomy: fallopian tube with intraluminal fibrosis in the proximal portion. Benign epithelial inclusion cysts. Separate metallic coil identified grossly. No malignancy identified.. Ultrasound pelvis - on (B)(6) 2009: transabdominal findings: uterus: anteverted measuring 9.7 x 4.0 x 5.1 cm. No adnexal masses noted. No free fluid seen. Transvaginal findings: endometrial stripe: the echogenic essure iud is in good position. A small amount of physiologic free fluid was noted in the cul-de-sac.. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : fatigue, pelvic pain, abdominal bloating, diabetes type 2 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping") and type 2 diabetes mellitus ("type 2 diabetes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus (seriousness criterion medically significant), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), arthralgia ("severe joint pain"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism;"), hypoglycaemia ("hypoglycemia") and intervertebral disc degeneration ("degenerative disc disease"). The patient was treated with surgery (underwent a bilateral salpingectomy during both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, type 2 diabetes mellitus, back pain, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, vaginal discharge, depression, anxiety, rash, pruritus, alopecia, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia and intervertebral disc degeneration was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, fatigue, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, pruritus, rash, type 2 diabetes mellitus, vaginal discharge and vaginal infection to be related to essure. The reporter commented- since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pain'), dysmenorrhoea ('dysmenorrhea (cramping)/ painful period') and abdominal pain lower ('severe abdominal cramping') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acetaminophen increased, pain in arm, vitamin deficiency, paraesthesia, allergy to nuts, vulval swelling, bartholin's cyst, fungal infection, depression, premenstrual syndrome, fatigue, hypoglycemia, generalised rash, muscle strain, diverticulitis, uti, hematuria, penicillin allergy, cervicalgia and obstructive sleep apnea syndrome. Previously administered products included for an unreported indication: mirena. Concurrent conditions included neuromyopathy since 2011, arthritis since 2008, anxiety since 2008, depression since 2008, hypoglycemia since 1979, neck pain, drug allergy, difficulty sleeping, hypothyroidism, fibromyalgia, hypercholesterolemia, spinal osteoarthritis, cervical radiculopathy, myofascial pain syndrome, intervertebral disc degeneration, back pain, c-section, diabetes, night sweats, somatic symptom disorder, schizophrenia, fibromyalgia, cervical disc degeneration, carpal tunnel syndrome, myalgia, penicillin allergy, drug allergy, sleep apnea, drug allergy, shortness of breath, hallucinations, gi upset, vitamin d deficiency, memory loss, snoring, visual impairment, swollen joints, disorder speech, polyarthralgia, cognitive disorder, joint stiffness, muscular weakness, neuropathy, myositis-like syndrome, cervical spondylosis, radiculopathy, muscle spasm, myofascial pain syndrome, malignant neoplasm of cervix uteri, shoulder pain (bilateral shoulder pain), drug allergy, drug allergy, allergic reaction to analgesics, drug allergy, fruit allergy, abdominal pain lower, bloating, diarrhea, anxiety, gastric ulcer, hypothyroidism, neck pain, raynaud's phenomenon, fibromyalgia, somatoform disorder and abdominal bloating. Concomitant products included buspirone and fluvoxamine maleate (luvox) for anxiety, alprazolam (xanax) for depression as well as celecoxib (celebrex), escitalopram oxalate (lexapro) and pregabalin (lyrica). On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("skin conditions"), urinary tract infection ("urinary tract infection"), haematuria ("hematuria"), dysuria ("dysuria") and menstruation irregular ("irregular periods"), 4 months 1 day after insertion of essure (ess205). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), type 2 diabetes mellitus ("type 2 diabetes"), back pain ("severe lower back pain"), arthralgia ("severe joint pain/pain wraps around my hips"), abdominal distension ("severe bloating"), vaginal infection ("chronic vaginal infections") with vaginal discharge, depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), cubital tunnel syndrome ("cubital tunnel syndrome") with hypoaesthesia, paraesthesia and fibromyalgia, hypothyroidism ("hypothyroidism"), hypoglycaemia ("hypoglycemia"), intervertebral disc degeneration ("degenerative disc disease"), pain in extremity ("thigh pain") and headache ("headache"). The patient was treated with surgery (laparoscopically bilateral salpingectomy with removal of essure coil and underwent a bilateral salpingectomy/tubal ligation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, abdominal pain lower, type 2 diabetes mellitus, menorrhagia, dysgeusia, arthralgia, abdominal distension, vaginal infection, depression, anxiety, rash, pruritus, fatigue, cubital tunnel syndrome, hypothyroidism, hypoglycaemia, intervertebral disc degeneration, vaginal haemorrhage, skin disorder, pain in extremity, urinary tract infection, dysuria, weight increased, menstruation irregular and headache outcome was unknown, the back pain had not resolved and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, cubital tunnel syndrome, depression, dysgeusia, dysmenorrhoea, dysuria, fatigue, haematuria, headache, hypoglycaemia, hypothyroidism, intervertebral disc degeneration, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, pruritus, rash, skin disorder, type 2 diabetes mellitus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Discrepancy noted in essure explant date ((B)(6) 2016 and (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: confirming full occlusion of fallopian tubes; on (B)(6) 2008: results: total bilateral occlusion ,satisfactory hysterosalpingogram demonstrating complete occlusion of both fallopian tubes by essure devices. The patient tolerated the procedure very well.. Ophthalmological examination - on an unknown date: female presents for evaluation of a diabetic eye exam in the right eye and left eye. Patient unsure of last a 1 c. She has been experiencing. Pathology test - on (B)(6) 2016: I. Fallopian tube, right, with essure coil, salpingectomy: fallopian tube with intraluminal metallic coil, intraluminal fibrosis, foreign body-type reaction and scant pigmented foreign material in the proximal portion. Benign epithelial inclusion cysts. Separate metallic coil identified grossly. No malignancy identified. 2. Fallopian tube, left, with essure coil, salpingectomy: fallopian tube with intraluminal fibrosis in the proximal portion. Benign epithelial inclusion cysts. Separate metallic coil identified grossly. No malignancy identified. Ultrasound pelvis - on (B)(6) 2009: transabdominal findings: uterus: anteverted measuring 9.7 x 4.0 x 5.1 cm. No adnexal masses noted. No free fluid seen. Transvaginal findings: endometrial stripe: the echogenic essure iud is in good position. A small amount of physiologic free fluid was noted in the cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed via patient's medical records : fatigue, pelvic pain, abdominal bloating, diabetes type 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event headache. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.